Event description:
It was reported to philips the device delivered 70 joules via the internal paddles. The customer understanding is that this should not be possible via internal paddles as there is an inbuilt limitation of 50 joules for this scenario. The device was reported to be in use on a patient, causing a possible delay in life saving therapy and will be considered a serious injury. However, no direct adverse event to the patient or user was reported. The heartstart mrx delivered one shock via paddles, which was sufficient to get the patient out of cardiac arrest. A philips repair bench technician evaluated the heartstart mrx and the internal paddles. The technician was unable to duplicate the issue. A philips product support engineer reviewed the case. The heartstart mrx instructions for use (publication 453564307761, page 316,table 94 defibrillation and pacing problems) states that, if an energy of >50j is selected, the heartstart mrx would display a ¿maximum energy 50j¿ message and not deliver a shock. The heartstart mrx and the internal paddles passed all performance assurance tests and were returned to the customer. Our investigation showed no evidence that the heartstart mrx delivered 70 joules through the internal paddles.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips the device delivered 70 joules via the internal paddles. The customer understanding is that this should not be possible via internal paddles as there is an inbuilt limitation of 50 joules for this scenario.